Manufacturer narrative:
(B)(4): the complainant indicated that the device was disposed of and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a flexible sigmoidoscopy performed on (B)(6), 2010 (patient's age and gender are unknown). According to the complainant, during the procedure, the clip opened wide but when it was deployed it stayed opened. The clip did not grasp onto any tissue. The physician retrieved the clip with his finger with no harm to the patient. The case was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.